Manufacturer narrative:
Product ID: 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was reported, the catheter was being replaced on the day of this report, due to migration. The provider indicated it was unknown why the catheter dislodged or migrated. The patient had increased ¿spasms.¿ a dye study was done to confirm the lead migration. The hcp indicated the patient outcome as a non-serious injury/illness. The pump was used for compounded baclofen administration.